Event description:
The pt was implanted with an scs system, including an ipg. It was reported the pt was unable to establish telemetry with her ipg when using the pt programmer. The serial and lot numbers were not available. Therefore, a mfg, expiration and implant date could not be determined. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.